Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that catheter perforation occurred. The opticross hd imaging catheter was selected for use. When the device was crossing the wire, the wire came out approximately 5mm from the tip and it was noted that there was a hole around 5mm from the tip which was large enough for the wire to cross through. The procedure was completed with another of same device. There was no patient injury.